Event description:
It was reported, the rigid video scope screen became blurred and distorted. The issue occurred during reprocessing. There was not patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image purple screen and light guide hose (universal cable) slight scratches. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image purple screen is caused by a component failure of insertion part. Light guide hose slight scratches are caused by a component failure of universal cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.